Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on this right ventricular (rv) lead. Boston scientific technical services (ts) noted that this device has a history of gradually increasing shock impedance. The device has never delivered a shock. Ts suspect that a patient condition is causing this clinical observation. Extensive device and lead tests were performed and no abnormal behavior was observed. The physician feels confident that the device and lead are functioning normally. The shock lead alert level was increased and the patient will be monitored. No adverse patient effects were reported. The device and lead remain in service.